Manufacturer narrative:
The device was not returned for evaluation. The potential root cause for this failure mode could be user related (example: contact with sharp object)/ mechanical failure/ operator error /thin rubberize layer. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews.

Event description:
It was reported that a foley replaced 8 hours ago came out .the foley was still attached to the leg bag. The nurse attached a 10cc syringe with fluid and inflated the balloon. The balloon was leaking a very fine stream of fluid.